Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. There was no medical adhesive (ma) left on the device case. All ma was on the bottom of the header. This analysis confirms the clinical observation. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
This product has been returned and analysis was completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was being removed for normal battery depletion. During the ICD removal, it was found that the header came off of the device. Both pieces were removed from the patient. No adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.